Manufacturer narrative:
(B)(4). The customer reported the (B)(4) paddle set with pci could not be recognized by (B)(4) defibrillator. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the (B)(4) paddle set with pci could not be recognized by (B)(4) defibrillator. There was no report of pt involvement or adverse pt impact.